Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on november 29, 2016, omsc confirmed followings. Tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and stopping activation are most likely related to the operator's technique. Based on the past similar cases, it was known that tissue pad damage and stopping activation occurred by following mechanism. The tissue pad was worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The error occurred then the activation stopped and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. The seal mode of the subject device did not work. It was not reported that whether the subject device was replaced and whether the procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 29, 2016 confirmed followings. The tissue pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the tissue pad damage. Please cross-reference the following report about the coating damage: 8010047-2016-01571